Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Concomitant product incorrectly reported. Placeholder.

Manufacturer narrative:
W/o a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be draw, as no product was rec'd.

Event description:
During a lcp distal ulna plating procedure, surgeon was inserting a 2.0mm locking screw into the plate and it went through the plate hole. Surgeon removed the screw and tried again. Surgeon was able to insert add'l screws, however, three distal holes in the plate had no screw inserted. Surgeon noted the three holes that were filled with screws, the screws were not tight to the plate. There was a 15 to 20 min delay to the procedure. This is 2 of 4 reports.

Event description:
This is report 2 of 4 for this complaint (B)(4). Event was reported to have occurred during locking compression plate (lcp) of the distal ulna. This report was for a locking screw.